Event description:
On (B)(6) 2011, had a robotic bilateral ovarian cystectomy, lysis of adhesions and fulguration of endometriosis. Recovered well and discharged the same day. On (B)(6) 2011, presented to the ed with severe abdominal pain. Hernia suspected. Local abdominal infection diagnosed at the umbilicus (surgical site). Given antibiotics and analgesics and discharged home. On (B)(6) 2011, admitted by gen surgeon. To operating room where necrotic umbilical and subumbilical tissue with infection was found. Within a 5 cm defect above and to the left of the umbilicus containing incarcerated omentum, an intra-peritoneal foreign body was identified and was determined to be part of a sheath from a trocar used at the initial surgery. Start date is estimate: (B)(6) 2011.